Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the device failure to operate on battery and ac source. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power pcb assembly and found fuses 1, 2 and 4 blown for unk reason. Once the fuses were replaced, proper power pcb function was observed on a mock up test device. The root cause for the board failure is unk.

Event description:
It was reported that the device failed to power on with ac and dc source. There was report of pt involvement with the incident.